Event description:
The tech reported the brakes are not holding. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint system as complaint number: (B)(4).

Manufacturer narrative:
The tech found the brake caster supports were broken most likely due to wear and tear. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the brake caster supports and brake caster to resolve the issue. Based on this info, no further action is required.